Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased architect tsh and provided the following data: sample ID (B)(6) result was 4.7389uiu/ml. When tested on mindray platform the result was 8uiu/ml and when tested on roche platform the result was 10.460uiu/ml. Patient data: 1 day old patient. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 65826ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity for the reported issue. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot 65826ud00 was identified.

Event description:
The customer reported falsely decreased architect tsh and provided the following data: sample ID (B)(6) result was 4.7389uiu/ml. When tested on mindray platform the result was 8uiu/ml and when tested on roche platform the result was 10.460uiu/ml. Patient data: 1 day old patient. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.